Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 (mg/dl), loss of consciousness, and was taken to the hospital by emergency medical services. Customer was treated with an intravenous drip and released on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 indicated that the pump was performing as intended. Recommendation was made to contact health care provider to discuss diabetes management.